Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup, head, sleeve & stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other complaints have been identified for the head. Similar complaints have been identified for the cup, sleeve and stem and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. It was also confirmed that all devices were sterilised. Review of the product IFU found adequate warnings and pre-cautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The reported increase in wbc, esr and crp and discolored periarticular fluid along with intra-operative findings of a copious seropurulent fluid within a pseudocapsule, metallosis along the trunnion may be consistent with a periarticular joint infection and metallosis. However, without the analysis of the explanted components, the root cause of the reported infection and metallosis cannot be concluded and it cannot be confirmed that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a left hip revision was performed due to septic hip, and metallosis.